Event description:
Over the last month, the patient has been experiencing increased tone. The intrathecal medication dose has not been adjusted. The hcp has been weaning the patient off oral medication. At the last refill, the estimated reservoir volume was 4.5ml and the actual was 13.0ml. A follow up report will be sent when additional information is received.